Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the patient was wincing when trying to place the catheter. The catheter was removed and it was then noted that the catheter had sheared in the middle. The patient was restuck without further incident.

Manufacturer narrative:
Exemption number e2016018. This report has been identified as b. Braun inc. Internal report number (B)(4). Two used catheters were received for evaluation. When the two samples were visually inspected, one sample had a pierced catheter about 12mm from the needle tip, while the other sample had no evidence of damage. This product is subjected to a 100% inspection by an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. The defect observed in the returned sample would have been detected and rejected by the in-line vision system. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. Although no conclusion can be made, the most likely cause of the reported event is that the needle was reinserted. The instructions for use (IFU) clearly states, "after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off". If additional pertinent information becomes available a follow-up report will be filed.